Event description:
The surgeon had prepared the femoral posterior stabilized (ps) notch, which is a specific area on the femur bone where the ps component of a total knee replacement is positioned. During the procedure, the surgeon removed the ps impactor, and it was noted that the instrument assembly had become damaged. This type of damage to a surgical instrument is not uncommon and can occur due to the forces and stresses involved in the bone preparation process. Despite the damage to the instrument, the surgeon was able to complete the surgery without any delays or complications. This was possible because the ps notch had already been successfully prepared prior to the instrument damage. The damaged instrument had already served its purpose, and the surgeon was able to proceed with the remainder of the surgical steps. The surgery was completed without any issues or delays, as the instrument had already performed its intended function of preparing the ps notch prior to the damage occurring.

Manufacturer narrative:
The damaged ps impactor instrument is likely due to the high forces and stresses involved in the bone preparation process during total knee replacement surgery. This type of instrument damage is not uncommon, as the surgeon must apply significant force to properly prepare the femoral posterior stabilized (ps) notch where the ps component will be positioned. Despite the damage, the surgeon was able to complete the surgery without any delays or complications because the ps notch had already been successfully prepared prior to the instrument damage. The damaged instrument had already served its purpose, allowing the surgeon to proceed with the remainder of the surgical steps as planned.